Event description:
A pt reported blood glucose results of 249, 172, 143 and 143 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt had mentioned that a sunday they had symptoms of hypoglycemia and when they tested their blood glucose meter gave them a reading of 48mg/dl. Pt then ate and drank something and felt better afterwards. No further information was reported.